Event description:
According to the customer, on (B)(6) 2025 the user "noticed the medication was not coming out." The customer said that he was unable to receive his "albuterol sulfate 2.5mg" and "had to go to the hospital for a treatment."

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the user "noticed the medication was not coming out." The customer said that he was unable to receive his "albuterol sulfate 2.5mg" and "had to go to the hospital for a treatment." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.